Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following intravascular ultrasound and plain old balloon angioplasty, a 3.50 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed with a 3.00x12 synergy stent. No patient complications were reported and the patient's status was good.